Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported the caller was in a lead revision procedure due to a lead issue and the healthcare provider (hcp) was wondering about replacing the implantable neurostimulator (ins) at the same time. The ins was implanted in (B)(6) 2015 and the caller noted the patient had been using 0.35v, 210us, 14hz on program #1, which was over eight years longevity since the longevity calculator didn't go below 1v when calculating longevities. The caller was seeing 99 months as the current estimated longevity. The patient was getting motor response at 0.9v on the day of the procedure. No patient symptoms reported.

Manufacturer narrative:
Further information received indicated that the original aware date was (B)(6) 2016.

Event description:
Additional information received from the rep indicated that the patient had experienced overactive bladder symptoms that were related to the lead issue.